Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger/modem was displaying "battery has a problem". The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery faults, charger faults) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge a battery is the contamination on the board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.